Event description:
Nurse was called. Blood was backing up into tubing and dripping out with IV fluid onto floor. The IV tubing had a hole in the line above one of the ports. IV discontinued. No harm to pt.